Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 377645, lot# v011833, implanted: (B)(6) 2007, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 377645, lot# v015049, implanted: (B)(6) 2007. Product type: lead. (B)(4).

Event description:
It was reported that there were impedances greater than 10000 ohms on all pairs. The patient had a fall on the battery site on (B)(6) 2015. Pain was felt at the battery site so she turned the stimulator off. It was noted that she had continued to charge the battery. Follow-up was performed to determine if the cause of the impedance issue had been determined, if any lead fractures were noted, if any troubleshooting or reprogramming occurred, if any intervention had occurred, and if the patient was receiving effective therapy. The manufacture representative had not been able to reach the nurse practitioner managing the case and had not received any return phone call. Further follow-up was performed to determine this information. This event will be updated if additional information is received.